Event description:
It was reported that an alert was was received for low impedance and noise. X-ray revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.